Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's left ventricular lead exhibited high capture threshold. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing and visual inspection of the lead did not identify any anomalies.